Event description:
The technician reported the brakes set but are not holding at the head of the bed. The bed is located in (B)(6) at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster sterns are cracked, which damaged the brake caster supports. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the head end brake casters and supports to resolve this issue. Based on this information, no further action is required.